Manufacturer narrative:
Block h3: the omniwire was returned for evaluation. Visual inspection found no unusual characteristics of the device. During functional testing, the device failed the drift test. A drift of 191.29 mmhg was observed over 60 minutes. The acceptable drift range is within ±6 mmhg over 60 minutes. Based on the lab analysis, the reported complaint was confirmed. Block h6: the probable cause of the failure observed is a malfunction of the pressure sensor which prevented the unit from measuring accurate pd values. Manipulation and strain can damage internal components and result in the reported failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
Further review determined that this is not a measurement drift complaint and has been reclassified to "could not normalize". This failure occurred prior to measurement; therefore, the ifr/ffr measurements could not be obtained. This is no longer reportable as there is no potential for inaccurate measurements with recurrence.

Manufacturer narrative:
Block b5: this is no longer a reportable event for measurement drift as it does not meet the following: step 1: the wire must have been successfully normalized before proceeding to the lesion site of interest. Step 2: the ifr/ffr measurement must have already been successfully obtained. Step 3: the drift must occur during the second normalization inside the guide catheter after the measurement. Block h6: medical device problem has been updated to imdrf (B)(4) (unable to obtain readings) from imdrf (B)(4) (incorrect measurement). Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Blocks d4 & h4: includes: lot number, unique ID, expiration date, and manufacture date.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Blocks a2-a6: no information available. Blocks b6 & b7: no information available. Block c: not applicable for this device. Blocks d4 & h4: the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. Blocks d6 & d7: not applicable for this device. Blocks e1 & g2: country is japan. Blocks h3 & h6: the omniwire wire was not returned for evaluation, thus no returned product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an omniwire was used in a diagnostic coronary procedure. During measurement, drift was experienced but range was not provided/unknown. A new device was used to complete the procedure with no patient injury reported. This product problem is being submitted in abundance of caution due to measurement drift. There is a potential for harm if the malfunction were to recur.